Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned, analyzed, and the proximal conductor had fractured. It was also noted that the defibrillation conductor was distorted and fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking (esc), the outer tubing had a non electrical esc breach, the outer insulation was breached cut, the outer tubing overlay was breached cut, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, the helix was distorted/bent, and there was blood in/on the helix mechanism.

Event description:
The lead was prophylactically replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.